Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Based on the clinical information provided, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the pump was dislocated when the peel away sheath was pulled away. The impella was unable to be repositioned. Therefore, a new impella was implanted. There were no kinks on either the cannula or catheter. The patient was noted to have been transferred to another hospital, but this was not a result of the positioning issues.